Event description:
Medical doctor (md) stated he was having difficulties with the mako robot during the middle of his cuts. He stated that the robot is no longer registering. A new mako power tray was retrieved. The initial mako power that was used was replaced with the new one. Md started to run into the same problems. Md then stated that all of the cuts that were made by the mako are off. The mako representative made an immediate ticket of the incident with his company and stated he has informed his manager. Md proceeded with the procedure and stated he is going to fill in the gaps with additional cement.